Event description:
The iab was inserted into the patient on 9/18/97 at 2:00 p.m. And removed on 9/19/97 at 2:00 p.m. The iab did not malfunction. The patient had major ischemia, removal was required and surgery was required. The patient went on to expire on 9/20/97 at 6:35 p.m. The contact stated that the death was not a direct consequence of the iab or iab therapy. (Event complications: major ischemia/removal required/surgery) required-rpt'd 10/9/97 (pt's current status: expired-rpt'd 10/9/97.)